Event description:
Following a premature ventricular contractions ablation procedure, an aortic dissection was diagnosed via a CT scan. Prior to the diagnosis, the patient was moved into the recovery room and was noted to have started feeling chest and upper back pain. The patient underwent cardiovascular surgery where a sternotomy for an aortic replacement was conducted. During the procedure, the ablation catheter was used to gain retrograde access into the left ventricle, but it was not possible to pass the aortic arch and to acquire access to the left ventricle. The physician decided to proceed with a right sided access only and the procedure was completed in the right ventricle.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported aortic dissection could not be conclusively determined.